Event description:
It was reported that the patient presented to the hospital with pocket erosion and necrosis with the pacemaker noted to erode through the skin. No infection was suspected by the physician. The physician opted to explant the pacemaker, right atrial and right ventricular leads and implant a new pacemaker system at the right side. The patient was in stable condition.